Manufacturer narrative:
If additional pertinent information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) exhibited an alert message indicating that battery replacement indicator has been reached on (B)(6) 2000; and that remote monitoring was disabled. Technical services (ts) was consulted and determined that this was likely a false positive explant indicator related to a software update. Ts indicated that full telemetry function could be restored via a software update. This device remains in service. No adverse patient effects were reported.